Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pressure port information displaying incorrectly was confirmed during evaluation of the returned centrimag console (serial number: (B)(6). During testing, it was observed that the visual display for the pressure readings, p1 and p2, were being displayed in the reversed positions on both the console¿s display and on a test mag monitor¿s display. The returned console was then disassembled to inspect the internal components, revealing that the p1 pressure cable connector was connected to the p2 socket on the printed circuit board (pcb) and the p2 pressure cable connector was connected to the p1 socket on the pcb. The p1 and p2 pressure cables were reconnected to the correct sockets on the pcb. After reconnecting the cables in their appropriate positions, the issue was resolved, and the console was able to pass a full functional inspection. The serviced and repaired unit was returned to the customer site ready for use. A log file was downloaded from the returned centrimag console. A review of the log file did not reveal any notable events active in the log file. The root cause of the reported event was determined to be the cables being incorrectly placed during the assembly of the unit. A manufacturing analysis task has previously been completed to further investigate the issue of these pressure cable connectors being swapped within the unit. This task resulted in the creation of a change order, which included updates to both the assembly procedure and final test procedure for the centrimag console. At the time that the console related to this event was manufactured, the process changes had not been completed. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the pressure cables were connected to the centrimag console, p1 was reading as p2, and p2 was reading as p1. Pressures were also in the negatives despite re-calibration. The console was powered off and on multiple times as well as recalibrated with no resolution. The same cables were removed from the console and placed on another with appropriate readings. This console was purchased less than a year ago. It was noted that the customer would like to have the console returned for investigation. The console was on a patient at the time of the complaint. The device was still in use and had not been sent in yet. There was no adverse event with the patient. A shipping label was made for the product.

Manufacturer narrative:
D4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.